Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product, as it is using another product. Most likely underlying root cause: mlc-62-user had poor technique. Manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that the initial concern was resolved; customer stated the issues has been resolved and obtained a replacement for another brand at a local pharmacy. Customer refuses to send back the pen needles for evaluation and decided just throw them away, therefore manufacturer is unable to confirm customer's complaint at this time.

Event description:
Consumer reported complaint for bending pen needle. Customer called because they are using the true plus pen needles that are 31g x 1/4 in. And is stating the needle is bending when going into the skin. Customer did not report symptoms or medical attention.